Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On july 1, 2019, it was reported that the device had incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) fourteen times as documented in the repair reports in livelink. The last repair was may 29, 2019 where it was reported that the device produced an incomplete mesh and the roller gear and carrier guide were replaced. This is a related issue. Product review of the skin graft mesher on july 12, 2019 revealed that the roller gear was damaged and the set screw on the ratchet was missing. The calibration was within specifications and the device produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete mesh and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on july 12, 2019 which included replacement of the set screw and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event cannot be confirmed because the device produced a passing test cut upon product evaluation. It is unknown with certainty if the damaged cutter returned was the cutter that was being used during the reported event. The root cause of the reported event cannot be specifically determined with the provided information because the device produced a passing test cut upon product evaluation. It was found that one of the cutters was damaged which may have contributed to the reported event but it is unknown with the information provided. The device was noted to be functioning as intended after the set screw and roller gear were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Concomitant medical products: z.s.g.m. Cutter 2:1 ratio caution: sharp/ part number 00770302000/ serial number (B)(4). Z.s.g.m. Cutter 1.5:1 ratio caution: sharp/ part number 00770301500/ serial number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device had an incomplete mesh. There was no patient harm as this was on a cadaver. No adverse events were reported as a result of this malfunction.